Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: unk (B)(4). The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time.

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smarttouch® uni-directional navigation catheter and a non-MDR reportable ECG noise interference was observed. The bwi failure analysis lab received the complaint device for analysis. Analysis revealed that the complaint device had a break in the shaft about 2-1/2 cm from electrode #6 leaving wires exposed. This is a reportable device lab finding. Per the event description, there was no consequences to the patient and the procedure was completed using a similar like device. The awareness date was updated for this complaint to (B)(6) 2014, the date said issue was discovered in the bwi lab.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an ablation procedure with a thermocool smarttouch uni-directional navigation catheter and a non-MDR reportable ECG noise interference was observed. The bwi failure analysis lab received the complaint device for analysis and discovered a break in the shaft which exposed wires exposed. This complaint was originally reported to due to the shaft damage. However, information was received that the catheter was not broken during the procedure, which makes this a non-MDR reportable complaint. Upon receipt, the catheter was visually inspected and the tip was found cut about 6 mm distal of electrode #5 leaving a wire which was sticking out. The shaft was found broken about 2-1/2 cm from electrode #6 leaving wires exposed. Further information received reports that the catheter tip was cut by the costumer after the removal from the patient. The shaft damage was caused due to a manipulation after removing the catheter. Due to the catheter returned condition no further tests could be performed. The customer complaint of noise cannot be confirmed regarding the noise issue. An internal correction has been opened to address the shaft damage. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.